Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient experienced a distal tibia shaft fracture. The patient was taken to the or where the surgeon implanted a medial plate on (B)(6) 2012. The medial plate broke on an unknown date. A revision surgery was performed in (B)(6) 2013, the patient was revised to a second medial plate. The second plate broke postoperatively on an unknown date. A hypertrophic callus and non-union were discovered in the area of the original fracture. The patient was revised to a tibial nail on (B)(6) 2013. This is report is 1 of 1 for complaint (B)(4). This complaint is for the first intervention due to plate breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on unknown date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.